Manufacturer narrative:
As received, contamination shield was attached to the catheter. Upon removal of the contamination shield, 2 slight indentations were observed on the shaft. The catheter ran cco on quality laboratory sample vigilance I and vigilance ii monitors for 5 mins with no error messages. There were no visible inconsistencies observed on eeprom data. The thermistor and thermal filament circuitry was continuous. The thermistor read 37.0 c when submerged in a 37.2 c water bath. Thermistor resistance when submerged in a 37.0 c water bath read 13930 ohms, which is within the allowable specification. There were no open or intermittent conditions. Both the thermistor and thermal filament connectors were opened with no visible inconsistencies. The proximal infusion lumen was occluded with blood. All other through lumens were patent without leakage or occlusion. The balloon inflated clearly, and concentrically, and remained inflated for more than 5 minutes. Visual examination was performed under 10x magnification. The complaint could not be confirmed during analysis; the catheter performed appropriately during analysis. Potential contributing factors cannot be determined at this time. The lot number was not provided; therefore, a device history record review could not be completed.

Event description:
It was reported that the staff is obtaining widely varying co/ci values that do not match the patient's clinical status. There has been no error messages observed. Extensive follow up with the staff was conducted in an attempt to determine potential causes (e.g. A large rate of bolus' being performed, thermistor problem). They were advised to watch the start screen (sometimes values would disappear on and off screen), troubleshooting was performed. The staff was instructed by the clinical nurse specialist not to use the cco feature at this time. There were no patient complications reported.

Manufacturer narrative:
An investigation was conducted with the data from the (B)(6) data loggers. Analysis of the data found that due to the signal to noise ratio (snr), it takes more time (20+ minutes) for the cco values to average. When ico is performed shortly after start up, the cco values are initially low. If the user reacts to this initial value and disregards cco for the duration of the case, they will not see that it trends up to an expected value after averaging. The investigation results were shared with the customer during an on-site visit.